Event description:
The complainant has reported that a patient underwent a therapeutic hemostasis procedure for treatment. The clinician stated, that when the resolution clip device was advanced out of the sheath, one of the jaws fell into the patient. The clinician then retrieved the jaw using a biopsy forcep. The patient did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.